Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical service. The local representative reported that this patient died on (B)(6) 2017 during the implant procedure. A drop in the patient's blood pressure was observed just prior to the patient's death. Boston scientific received information that the drop in blood pressure occurred towards the end of the procedure. The lead had already been implanted and connected to the pacemaker. No invasive interventions were undertaken. To date, the device has not been returned to boston scientific.